Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of mv/rrt noise or oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of design inadequate for purpose.

Event description:
It was reported that this system, with a cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead, recorded a signal artifact monitoring (sam) episode, which resulted in the respiratory rate trend feature being disabled. Additionally, noise was observed immediately prior to the sam episodes. Technical services (ts) was consulted and indicated the noise appeared to be non physiologic. Ts also noted the sam episodes occurred due to noise on the rv lead. The patient had been in atrial fibrillation for several months and then suddenly stopped. A slight decrease in ra impedance was also observed, leading ts to suggest that a procedure such as an ablation or cardioversion may have occurred at that time. No adverse patient effects were reported. This system remains in service. Additional information was received. The field representative confirmed that the patient had an ablation procedure; sensor activation is scheduled for the upcoming office visit.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system, with a cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead, recorded a signal artifact monitoring (sam) episode, which resulted in the respiratory rate trend feature being disabled. Additionally, noise was observed immediately prior to the sam episodes. Technical services (ts) was consulted and indicated the noise appeared to be non-physiologic. Ts also noted the sam episodes occurred due to noise on the rv lead. The patient had been in atrial fibrillation for several months and then suddenly stopped. A slight decrease in ra impedance was also observed, leading ts to suggest that a procedure such as an ablation or cardioversion may have occurred at that time. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system, with a cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead, recorded a signal artifact monitoring (sam) episode, which resulted in the respiratory rate trend feature being disabled. Additionally, noise was observed immediately prior to the sam episodes. Technical services (ts) was consulted and indicated the noise appeared to be non-physiologic. Ts also noted the sam episodes occurred due to noise on the rv lead. The patient had been in atrial fibrillation for several months and then suddenly stopped. A slight decrease in ra impedance was also observed, leading ts to suggest that a procedure such as an ablation or cardioversion may have occurred at that time. No adverse patient effects were reported. This system remains in service. Additional information was received. The field representative confirmed that the patient had an ablation procedure; sensor activation is scheduled for the upcoming office visit.